Event description:
The customer (veterinary lab) stated the instrument generated 8 erroneous low veterinary sample results and low qc (quality control) recoveries for multiple cartridge chemistry (cc) reagents on a unicel dxc 600 synchron system. The customer stated the reagent probe a was leaking upon inspection. The veterinary sample results were reported outside of the laboratory; it is unknown if treatment was affected. The customer provided data for the 8 veterinary sample results. The operator was wearing personal protective equipment and no injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe a wash collar valve (solenoid valve) to resolve the issues, no further leaking or instrument errors were observed. The beckman coulter internal identifier for this event is (B)(4).